Manufacturer narrative:
Concomitant medical products: product ID: etlw1613c124e stent graft, implanted: (B)(6) 2019, product ID: etbf2816c166e stent graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance and a confirmed fracture were noted on the right ventricular (rv) lead. The lead was explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.